Event description:
It was reported that the m4 handpiece was getting hot. There was no patient impact.

Manufacturer narrative:
Correction: h6: previously applied code of fdc d11 is no longer applicable and has been updated. Correction: b5: event description has been updated. Correction: additional code of imf f24 is no longer applicable and has been updated. Device return was requested. However, the device was not returned therefore, device analysis was not able to be performed. There was no indication that the event was related to a potential manufacturing issue. Therefore, no device history record (DHR) review was performed. Customer was contacted for additional information to identify the root cause but there was no response received. Hence, identified the suspected likely cause of the event could be anticipated use characteristics. The device has been used for more than a year with no repair. IFU or product experience suggests that the behavior is typical for the given the circumstances, or the failure occurred over a period of time. There could be a failure or worn out of any components which could have caused the reported issue. Worn or failure any component can lead to overhearing for the handpiece when operated. The complaint investigation determined that this event had foreseen risk and is included in monitoring, and therefore no further action was required. Common sequences of events and contributing factors that can lead to this event are documented in the risk management file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that deice is overheating. There is no known patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.